Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Lot and serial number of the device not provided by the complainant, therefore the UDI, expiration and manufacturing dates are not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that at completion of a procedure performed on (B)(6) 2020 using a novasure advanced device, when sheath was pulled out of cavity after ablation it appeared crumpled. Noted they let the device sit for about 5-10 seconds prior to removal. No patient injury reported and no other details provided.